Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site to evaluate the customer concern. Troubleshooting the architect c16000 analyzer included aligning the cuvette washer (because the cuvette washer nozzles were pushing down the cuvettes when washing), replacing the cuvette dry tip and a bent cuvette washer nozzle no. 1 and replacing the high concentration waste pump tubing. The cuvette washer (washer cuvette 16 (rohs), part number 7-202584-02) and cuvette dry tip (list number 09d51-02) were considered the likely causes for the customer issue. The fsr determined the customer had stopped the instrument four times in (B)(6) of 2017 without performing the cuvette wash procedure; this was discussed with the customer. Subsequent instrument operations and test results were acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and architect c16000 system and support manual provide information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports imprecision with falsely depressed results for patient samples on several assays run on the architect c16000 analyzer. Calcium, sodium and creatinine assays are mentioned; however, only discrepant results for one patient were provided: an initial calcium result of 5.8 mg/dl that retested at 8.5 mg/dl. There is no impact to patient management reported.